Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
As reported: "stryker gamma 3 trochanteric nail was used on an inter trochanteric fracture, nail cut through the femoral head which had to be fixed with a different device."